Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17950. It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken during which the ipg was explanted, replaced and ipg was placed just down from the same pocket to address the issue.